Manufacturer narrative:
Device investigation results are inconclusive since the device was not returned for analysis.

Event description:
The patient reported frayed wires of the power supply cord. The power supply was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
A3, a4: patient weight and gender have been requested but have not yet been provided.